Manufacturer narrative:
(B)(6). Patient¿s exact date of birth is unknown, but it was reported that the patient was born in (B)(6). (B)(4) for the reported event of the tip detaching. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the stomach during a hemostasis treatment performed on (B)(6) 2014. According to the complainant, during the procedure the tip of the injection gold probe detached but was hanging by the wires. The physician tried shifting the catheter to connect with distal tip and removed it from patient. The procedure was completed with a second injection gold probe device. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.